Event description:
The patient reported that they were experiencing diarrhea. Pt has increased and decreased setting. There were no trauma/falls reported that could be related to this issue. Patient reports no dietary changes have occurred that might contribute to symptom being reported. Had patient check current setting and she is on program 3 and said that hcp (healthcare provider) told her not to switch programs. Explained that remote can hold up to four programs, pt to follow-up with hcp. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. One month after implant. Patient also mentioned that for bladder control she had 100% improvement and now she is experiencing 75% improvement. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.